Event description:
The patient was seen at the implant center for device evaluation in 2001. Testing conducted at the center confirmed that the device was no longer functioning. Revision surgery took place that same month and the pt was reimplanted with another clarion device.